Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-92032.

Event description:
It was reported that the customer was hospitalized for 4 days and also experienced high blood glucose levels. The blood glucose reading was 535 mg/dl. The customer complained of excessive thirst and frequent urination. She treated with a bolus correction. Upon inspection, several no delivery alarms were found in the insulin pump's alarm history. A bent infusion set cannula was found. The most recent blood glucose reading was 483 mg/dl. The customer stated that she had to end the call to seek help, since she did not know how to manually injection insulin. Nothing further reported.